Manufacturer narrative:
The device was found to have intermittent act and down buttons due to flattened dome switches. There was no unlocked connector noted on the lcd board. The device had cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the act button is difficult to press. The customer's blood glucose at the time was unknown. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis. The customer states they will continue to use the device, until replacement arrives.